Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The representative reported that the customer had no supplies to use for the insulin pump. The customer's blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.